Event description:
Caller (a nurse) reported that a patient experienced symptoms described as "pale and tired" at approximately 11:00 p.m. On (B)(6) 2015. At 1:00 a.m., on (B)(6) 2015, an adc blood glucose meter reading of 10.6 mmol/l was obtained followed by a reading of 2.8 mmol/l obtained at 1:03 a.m. It was reported the test site was not washed or prepared according to label copy. Caller additionally reported the patient suffered a loss of consciousness, paramedics were called, and upon their arrival, a reading of 2.8 mmol/l was received on the paramedic meter and customer was reportedly diagnosed with hypoglycemia. Patient was transported to a local hospital however caller could not provide any information on services or treatment rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Initial reporter (B)(6). The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Similar readings were found in the meter's memory however, they were not taken within 10 minutes.